Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the tibial nail advanced ø8 l330 [04.043.030s/320p749]. The device only has signs of extraction. Due to insufficient evidence, it is not possible made conclusions of the initial condition of the device, and hence the complaint condition cannot be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test could not be performed as the mating device was not returned. The overall complaint was not confirmed as the tibial nail advanced ø8 l330 [04.043.030s/320p749] was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed se_739910 rev d current & manufactured. Dimensional inspection: n/a. H4, h6 a manufacturing record evaluation was performed for the finished device product code#:04.043.030s, lot #:320p749, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25/08/2021, manufacturing site:jabil bettlach, expiry date:01/08/2031. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional product code: jds. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif surgery for tibial fibula diaphyseal fracture. In the surgery, the surgeon fixed the tibia after fixed the peroneal with lcp-fbl. The surgeon inserted the nail in question without any problem. The reaming rod (advanced diameter 3.0-1150mm) appeared to be caught on the proximal portion of the said nail when pulling it out of the nail. Since it was not possible to pull it out smoothly, he had to use a hammer to force it out. The sales rep could guess the displacement of the polymer inlay in the nail, so explained the situation to the surgeon and had the nail pulled out once. A polymer inlay in the proximal portion of the nail was observed to be misaligned, so a new product was opened and used. The surgery was completed successfully within 30 minutes surgical delay. The surgeon commented that the rrd-8 (reaming rod advanced diameter 3.0-1150mm) was too thick for the 8mm nail diameter. Patient status/ outcome: stable. No further information is available. This report is for one (1) tibial nail advanced ø8 l330. This is report 1 of 1 for complaint (B)(4).